Event description:
Customer reported that the insulin pump has damage. Customer stated that she was changing the battery and the inside around the edge was about to fall out and also there is a crack from the screen to the infusion set. Blood glucose value is 224 mg/dl. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.